Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer reported driving in a different altitude and wants to know if it will affect the insulin pump. The customer reported a blood glucose of 300 at the time of the event and treated with the insulin pump. The customer performed troubleshooting for the insulin pump and declined low blood glucose troubleshooting due to treating with juice. The sensor will not be returned for analysis.